Event description:
An erroneous readings issue with the abbott diabetes care (adc) device was reported. The customer reported a reading of 163 mg/dl; the customer continued walking, and 2 or 3 minutes later, the reading dropped to 142 mg/dl. The customer experienced symptoms of dizziness, tachycardia, confusion, seizure and a loss of consciousness. A non-healthcare professional provided juice for the customer to consume. The customer was transported to the hospital where a healthcare professional (hcp) measured glucose readings of 50 mg/dl on an hcp meter and diagnosed the customer with hypoglycemia. The hcp "administered levetiracetam intravenously for treatment and prescribed the medication in oral form for an additional two days." An MRI and an encephalogram were performed to check for potential brain damage; fortunately, no abnormalities were found. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.